Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented at the hospital after experiencing discomfort due to phrenic nerve stimulation. The left ventricular lead exhibited loss of capture and was discovered to be dislodged into the superior vena cava. The lead was extracted and replaced without any complications. The event was resolved without sequelae.